Event description:
The customer reported a ventilator gave a check vent alarm - primary alarm failed during turn on. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer to remove the power management (pm) and motor controller (mc) printed circuit board assembly (pcba) and check connection to the central processing unit (cpu) and to ohm out the speakers. Additionally, the rse advised that if the previous step did not work, the customer may need to replace the speaker and provided the part identification number. Moreover, further information regarding the repair has been requested from the customer. No response has been received at this time.

Manufacturer narrative:
Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the rse. It is unknown if any parts or repairs have been conducted.